Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board and it's harness cable was replaced to resolve the issue. A: no report of patient involvement. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.